Event description:
Info rec'd from user facility- it is alleged that during an ankle procedure, the device was placed on the pt's thigh area and resulted in a burn in the groin area. The burn was described as a redened area, approximately the size of a 50 cent piece; the middle of the redened area was a white area the size of a quarter. Silvadene ointment and gauze dressing was applied to the area.